Event description:
It was reported that the ventilator was ventilating the pt and functioning normally. The pt went into cardiac arrest due to a preexisting medical condition. The ventilator was removed from the pt but kept running with a test lung to be ready to be re-attached to the pt. After the pt had been defibrillated and was ready to be re-attached to the ventilator, the ventilator displayed white screen and device alert alarm went off. When this issue occurred, the pt was still off the ventilator. However, due to this issue the pt was ambu bagged and another ventilator was attached. No permanent injury was reported for this case.